Manufacturer narrative:
The meter remote has not been returned to animas. If the remote is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a meter error 1 with a sub code 5 was received . There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, an error 1 occurred immediately after the meter was powered on. The pump and meter were unable to be paired because the error 1 was unable to be cleared.